Event description:
Loss of osteointegration.

Manufacturer narrative:
The DHR for lot 01-42-22-7023 was reviewed, and no evidence of defects or non-conformities was identified for the product under complaint. The results of the investigation confirm that both the manufacturing and sterilization processes are in compliance. Quality control procedures ensure that batches meet the necessary specifications before distribution.